Event description:
It was reported that the pump alerted to reattach the cassette. The cassette was not working. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked battery compartment, damaged dso seal, worn uso seal, worn keypad, and scratched lens. The tamper seal was not attached. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. Several cassettes were tested with the pump and did not produce a reattach cassette alarm. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.